Event description:
It was noted that a patient's device was showing high impedance. The patient was referred for lead revision surgery. A call from the physician's office stated high impedance was seen. When asked if the patient had experienced trauma to the site, it was stated that the patient had a fall about 6 months ago, fell forward, and likely hit her chest. The physician did not know if this may have caused the high impedance. It was further noted that the device was still known to be delivering stimulation as the patient's voice changes and she can still feel stimulation. It was stated that there weren't any clinical symptoms or changes associated with the high impedance as the patient has been seizure free and has not noticed a difference in stimulation. No surgery has occurred to date. No further relevant information has been received to date.

Event description:
It was stated that since the patient's device stopped working, likely referring to the high impedance on the device, the device was disabled and the patient was no longer feeling stimulation or voice alteration. The patient had not experienced any seizures since and stated that she would not be having a surgery to replace her lead until seizures return. No additional relevant information has been received to date.